Event description:
During a lead revision the lead snapped when the physician tried to remove it from the ipg. It appeared that it was stuck inside the ipg. Further details were not provided. The pt outcome was reported as "recovered without sequelae".

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.